Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a totally extraperitoneal laparoscopic bilateral hernia repair (tep), the valve seal of the trocar balloon disengaged during the mesh insertion step. It was noted that the seal came off and a piece of the port came off and ended up in patient but was removed. The issue was resolved by replacing the device with a new product of the same type. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the main valve seal were disengaged. The inflation syringes and obturators were not received. Functional testing found that the balloons were successfully inflated using a test syringe with no leaks were detected. The lock collars moved smoothly along the cannula and locked securely. The converter doors operated freely and also locked securely in place. It was reported that the valve seal of the trocar balloon disengaged during the mesh insertion step and a piece of the port came off and ended up in patient. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.